Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead noted high out of range impedance measurements. It was noted the impedance trends were steadily increasing over the last year. Additionally, loss of capture was noted. As a lead fracture was suspected, the device was reprogrammed to aair and the patient will continue to be followed appropriately. No adverse patient effects were reported.